Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f38 alarm code. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. The field service technician performed a visual inspection and a power-on self-test, verifying the reported alarm code. The cause of the f-38 alarm code was determined be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.